Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found the vacuum probe sat very flat on the mixing vessel. He modified the probe slightly so that liquid could get in even when it was completely lowered on the mixing vessel. The customer performed a precision check before and after the service actions. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. Example 1 was an initial result of 150 mmol/l and a repeat result of 142 mmol/l. Example 2 was an initial result of 148 mmol/l and repeat results of 146 mmol/l, 146 mmol/l, and 139 mmol/l. Example 3 was an initial result of 152 mmol/l and a repeat result of 143 mmol/l.